Manufacturer narrative:
Results: the smart coil embolization coil had multiple offset coil winds at its proximal end and along its length. Conclusions: evaluation of the returned penumbra smart coils (smart coils) revealed that the embolization coil contained multiple offset coil winds near its proximal end. This type of damage can occur if the introducer sheath is not properly aligned with the hub of the microcatheter. This can cause the embolization coil to take shape within the hub and if forcefully advanced against resistance, may result in the damage noted. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01396.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed seven coils using a non-penumbra microcatheter. The physician then felt resistance advancing a smart coil within its introducer sheath; therefore, the smart coil was removed and not used. The physician then felt resistance advancing a new smart coil its introducer sheath, but was able to successfully deployed and detached the coil. The procedure was completed using additional smart coils and non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.